Event description:
The pt experienced a tractor accident resulting in implants in the right and left leg. The left leg healed, but the right leg developed a pseudoarthrosis at the fracture site. The alta rod was not broken. However, it was removed and replaced with an 8 hole synthesis plate and a cast. It was noted that two cross link screws were also explanted as associated products. No adverse consequences to the pt or surgical delays were noted.